Event description:
It was reported that the external pulse generator (epg) was powered up and was operating while connecting to the patient. The biomedical engineer came back later and just the pace and sense light emitting diodes (leds) were flashing. The battery was measured at 6.0 volts. Technical support (ts) noted that this is not sufficient voltage to operate the epg and that is why the device only had the leds on. The led would be shut down to save the battery voltage to maintain pacing for the patient. The fact that the pacing and sensing leds were on indicated that the epg was pacing and sensing appropriately. The biomedical engineer replaced the battery and the device returned to full operation and display. Ts also noted that there is no audible tone for the epg. Ts emailed the criteria for battery voltage and operation along with the technical manual stating a new battery should be used with every new patient. It was further reported the device is not displaying low battery message before the battery "goes dead". The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests. Analysis found the upper case, lower case, and ring cover are broken. Two side bail covers and the lead flex cover are contaminated. The battery contacts are compressed and the ring is missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.